Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. The large hem-o-lok clip applier instrument was found to have recognition failure. The system displayed error 282 pointing to recognition issues. The information in the radio frequency identification (rfid) tag was not detected.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not release or hold the clip. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained additional information. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The procedure was completed robotically as planned. There was no harm or injury to the patient.